Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received one 139112 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any obvious seal breaches. A functional inspection was done via dye leak testing per procedure. The dye leak testing found that the packaging had an insufficient heat seal, an encroachment was detected in the seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 106 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004 the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental, and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean 4in blade electrode, item#: 139112; lot#: 201909204, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon re-occurrence.